Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an incisional hernia repair procedure in (B)(6) 2016 and mesh was implanted. The patient experienced hernia recurrence. Reoperation has not been performed, but is needed. No additional information was provided at this time.